Event description:
It was reported that when trying to remove an epidural catheter, the catheter broke. Surgery was required for removal of the broken part. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. Visual inspection could not be performed as no sample was returned for analysis. However, the customer did provide photos that clearly show a broke and damaged catheter (reference files pic1-tc# (B)(4)-pic8-tc# (B)(4)). The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. The IFU also provides alternate removal techniques if further resistance is encountered. The IFU states "stretch catheter slightly and tape it to skin, creating constant tension on the catheter." Also, "injecting a small bolus of preservative-free saline while removing the catheter may be helpful." Complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of the catheter breaking during removal was confirmed based on photos provided from the customer. Visual examination of the customer provided photos clearly reveal a broken and damaged catheter. A device history record review was performed on the epidural catheter and needle with no evidence to suggest a manufacturing related cause. Therefore, based upon the provided photos, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when trying to remove an epidural catheter, the catheter broke. Surgery was required for removal of the broken part. The patient's condition was reported as fine.